Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the radial artery. The denovo lesion was located in the left circumflex artery (lcx). A non-bsc stent was successfully implanted. For post dilation a 12mm x 3.25mm nc quantum apex balloon catheter was advanced to the target lesion and inflated several times. On the last inflation the balloon was inflated to 26 atms, and ruptured. On what inflation is unknown. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.